Event description:
It was reported to baxter (B)(4) a reservoir of a two day infusor had ruptured during filling. The drug being filled was mepivacaine hydrochloride, and it was expected to fill to a volume of 45 ml. There was no patient involvement; therefore, no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The sample has not yet been received by bater for evaluation. Should the device or additional information be received, a follow-up report will be submitted. (B)(4).